Event description:
On 30 december 2025, a healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that on (B)(6) 2025, a pt301us airvo 3 humidifier (airvo 3) displayed an alarm twice during use. The healthcare facility stated that the subject device displayed an alarm. The subject device was then restarted, and it was reported that the alarm was noted again. The healthcare facility stated that the patient's saturation levels began to drop at a later point. The subject device was then replaced. The healthcare facility further stated that the patient was sent to a higher level of care for "trach placement". F&p has requested for further information from the healthcare facility such as clarification regarding "trach placement", the pre-existing patient condition, sequence of events, and the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation.

Manufacturer narrative:
(B)(6). F&p has requested for further information from the healthcare facility such as clarification regarding "trach placement", the pre-existing patient condition, sequence of events, and the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt301us humidifier (airvo 3) is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support. The airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport.